Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer filled the tubing, changed the cartridge, and resumed insulin delivery.